Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was accepted for transplant at another facility. The patient did not make it through surgery and passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.